Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_recharger_acc, serial# unknown, product type: recharger.

Event description:
Information was received from a patient (via a manufacturing representative (rep)) reporting that they were having difficulty recharging. The rep stated that the patient was recharging daily, and getting 8 coupling bars daily. Now they can only get 2 coupling bars with the implantable neurostimulator recharger (insr).the rep attempted to use the al and got a base line of 42 with 46 as the top number. It is noted that the rep stated that the battery feels like it is superficial. The patient also had an issue with the battery depleting. The patient told them that the device was turned off on (B)(6) (after the coupling difficulty started). At the time the device was turned off, the battery level was at 75%. However by (B)(6), the battery depleted to 0%. The caller was not able to access the diary information as they had already interrogated multiple times with the 8840. The impedances were checked and were within the normal range; electrode impedances were 1000-2000ohms and the therapy impedance for group a program 1 was 546 ohms. The caller stated that when interrogating with the patient programmer the low battery (discharged) icon is displayed. However when interrogating with the 8840 the stimulation can be turned on and the patient is feeling stimulation. The caller checked the battery voltage with the 8840 and it was 3.650. The discharged battery trip point should be 3.575. Tech services reviewed the discharged battery trip point and that the battery is low but it does not seem to be past the discharge trip point. It is noted that the caller will attempt to use a second insr to charge the battery to determine if the issue is related to the ins recharger or the ins. If the second insr does not work to charge the battery the caller will have the doctor review the patient for a possible flipped battery. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomaly. It showed the battery capacity to be diminished following an overdischarge event. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery was not holding a charge. The ins was returned to the m anufacturer for analysis and the ins was replaced. The battery depletion was not normal and the patient recovered without sequela after the ins was removed.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Correction the event contains a serious injury due to a required intervention. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016 reporting that the patient was currently scheduled for a battery replacement on (B)(6) 2016 as the health care professional (hcp) insisted that it be replaced. Additional information was received from a manufacturer representative on (B)(6) 2016. It was reported that the battery was replaced on (B)(6) 2016 following a sudden drop in charge ability. The patient started with full coupling capabilities with the recharger then after a few days the device would no longer communicate. At the time of the decrease charging capabilities, the battery also went from (B)(4)% charge to discharge in a 24 hour period. There was no change or solution from troubleshooting. The recharger had been reset, the patient had met with 2 manufacturer representative, and contacted technical services multiple times. At the time of the explant and replacement, the battery had been overdischarged. Additional information was received from a manufacturer representative on (B)(6) 2016 confirming the replacement was performed on (B)(6) 2016 which was a month after implant. The location of the explanted implantable neurostimulator (ins) was not confirmed during the call. Additional information from the manufacturer representative on (B)(6) 2016 confirmed that the battery had not been shipped back to the manufacturer yet. The manufacturer representative believed that they would need to go to the pathology department at the hospital and pick it up still.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ipg was mailed on the day prior to the report via certified mail return receipt requested. Once the device was received and analysis was complete, a letter would be written and sent to the healthcare provider (hcp) and the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.